Event description:
The reporter contacted animas on (B)(6) 2013 stating that the patient had a blood glucose of 588 mg/dl with mild nausea, increased thirst and urination, and light headedness. The reporter stated that the patient was taking short acting insulin via injection because the pump was alarming for call service. The reporter stated that the patient did not have long acting insulin at the time. This report is made based on the allegation that the patient experienced hyperglycemia related to recurring pump alarms.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump¿s history confirmed multiple call service alarms. Additionally, a time and date reset to factory default was observed following a reboot at 8:36 am on (B)(4) 2013. The time and date were not reprogrammed and the daily insulin totals appeared inconsistent due to this. During testing, the pump was not able to power on correctly due to a call service alarm being emitted. The software to the master processor was then reloaded and the pump powered on normally. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing. The battery was then removed from the pump for three hours and when the pump had powered back on, the pump¿s time and date had reset to factory default. The pump was opened and a defect was found with the internal battery.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.